Manufacturer narrative:
UDI: lot/serial number unknown. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure to repair an occlusion of the left superficial femoral artery using a gore® viabahn® endoprosthesis with heparin bioactive surface (6 mm x 15 cm, lot/serial number unk). The procedure was concluded with no reported issue. The patient tolerated the procedure. On (B)(6) 2018, it was confirmed that the endoprosthesis was occluded. Claudication was observed. On the same day, reintervention was performed. Thrombectomy was performed using a fogarty catheter. Intravascular ultrasound (ivus) showed that the endoprosthesis was not sufficiently expanded, and ballooning was performed using a 6 mm non-compliant balloon catheter. Also, a gore® viabahn® endoprosthesis with heparin bioactive surface was additionally implanted proximal to the previously implanted endoprosthesis to fully cover the lesion near the origin of the superficial femoral artery. After that, the procedure was concluded. The patient reportedly tolerated the procedure. After the reintervention, one of the dual antiplatelet, clopidogrel (plavix®), was changed to prasugrel (effient®).

Manufacturer narrative:
Additional manufacturer narrative/corrected data: please note, the date the manufacturer aware was incorrectly reported on the initial medwatch as 2/8/2015. The correct date manufacturer aware is 2/8/2018.